Manufacturer narrative:
Burnt sockets were identified as the probable cause of the reported event. Burnt sockets can result in intermittent connection between the console and the handpiece, as well as higher impedance at the ground sockets resulting in false run signals as reported in this complaint.

Event description:
The core universal driver was sent in for service and it ran on its own without activation during performance testing. No adverse event was associated with the device.